Event description:
It was reported that t:slim X2 pump battery would not charge, and pump history showed power source alert around time issue began, although pump did not display low power or shutdown alarms and remained able to turn back on. There was no reported impact to the customer¿s blood glucose level. Issue resolved when pump began charging again using original charging supplies, and no further assistance was required from Technical Support.